Event description:
The physician was performing an ercp with papillotomy for stent placement using a papillotome. During the procedure it was noted that the cutting wire detached and a portion was left inside of the patient. The detached portion was immediately retrieved using biopsy forceps. The procedure was completed using another papillotome. The patient was reported to be in good condition, unaffected by the incident.